Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided. (B)(4).

Event description:
It was reported that this pace/sense right ventricular (rv) lead oversensed noised and t-waves, which resulted in inappropriate shocks. In addition, the rv lead exhibited high threshold, loss of capture (loc), and insulation issues. Subsequently, a revision procedure was performed. The pace/sense rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.